Manufacturer narrative:
The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. However, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that during a knee surgery a breakage occurred during the tensioning of the graft at the level of one of the two shortening strands. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.